Event description:
Service of summons and complaint on april 08, 2010 was manufacturer's first notice of this event. Plaintiff's counsel claims in the complaint that game ready system caused injury and as a result, the plaintiff lost mobility requiring the use of a cane and/or wheel chair. He alleges that a game ready control unit was used from on or about (B) (6) 2008 to on or about (B) (6) 2008 post operatively on plaintiff's left ankle. On (B) (6) 2009, the plaintiff underwent an electromyogram, nerve conduction study which first revealed nerve damage to plaintiff's ankle, allegedly caused by game ready control unit. The complaint does not contain information about the therapy protocol prescribed by plaintiff's physician (e.g. Duration of cold therapy sessions and breaks in between same, temperature settings, and compression level settings), the barrier placed between the wrap (applied accessory) and the pt's skin, instructions for use provided to the plaintiff about the use of the device. Because the matter is in litigation, it has been turned over to the outside counsel for further investigation.

Manufacturer narrative:
The alleged event came to coolsystems, inc. Attention via service of summons and complaint for damages filed with the (B) (6) clerk of the superior court. The complaint for damages was filed with the (B) (6) about 2 years after the alleged event. A complaint was never reported to coolsystems, inc. And the game ready system involved in the event has not been identified. Thus, it cannot be determined what entity owns/controls the device in question, what its performance history was or which device to return for evaluation.